Event description:
The user facility reported that during reprocessing, the evis lucera bronchovideoscope was observed to be leaking liquid from the insertion tube/bending section. There was no patient harm or injury reported due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, the coating of the insertion section was observed to be peeling off. This report is being submitted for the reportable malfunction (coating of the insertion section was peeling) found during the evaluation.

Manufacturer narrative:
During inspection and testing, the coating of the insertion section was observed to be peeling off due to deterioration. In addition, service confirmed the reported leak and found the leakage was due to a perforation in the bending section of the insertion tube. The electrical insulation testing failed due to damage at the distal end of the control body. Corrosion was observed on the insertion tube and the electrical connector. The angulation wire was observed to be out of specification due to wear. The charge-coupled device (ccd) lens was broken, and a white spot was visualized on the screen due to damage of the ccd unit. The light guide lens was also observed to be broken. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to physical stress, chemical stress, and/or storage environment. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: general policy: precautions: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.